Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(6). Manufacturing date: (B)(6) 2010. No non-conformance reports were generated during production. Review of the device history record(s) showed complaint condition. A product investigation was completed: the investigation has shown that the tip is wear and tear and the welding between the handle and the shaft is broken. The review of the production history revealed that this instrument was manufactured in accordance with the specifications. No manufacturing related issues that would have contributed to this complaint were found. At the head end there are strong impact marks visible. Based on these findings it is likely that excessive strokes on the impactor have caused the breakage of the welding seam. Complaint is disposed as confirmed due to evidence that part is broken, but it's considered not valid for manufacturing standpoint because there is no evidence of issues manufacturing related. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in germany as follows: it was reported that the tip of impactor was discovered deformed; it is unknown when it happened. When the device was being evaluated by the manufacturer, it was noted that the tip is worn and the welding between the handle and the shaft is broken. This is report 1 of 1 for (B)(4).